Manufacturer narrative:
D10: 308-01-08 - 8x80mm distal stem modular cemented (B)(6), 308-05-21 - distal fixation ring ha 21.5 (B)(6), 308-08-00 - xs prox body +0 (B)(6), 308-09-00 - small prox body +0 (B)(6), 308-15-01 - taper locking screw 0 (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse (B)(6), 320-35-04 - small posterior augment glenoid plate, right (B)(6), 322-10-00 - humeral adapter tray, +0 (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0 (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Subsequently, the patient experienced an acromial fracture. The patient was playing frisbee and heard/felt a crack. The patient was advised to wear a sling and modify activity. The outcome is considered continuing.